Event description:
Filter legs caught at hub area. When attached carrier to introducer, it was not making a good fit. Tried to deploy and legs caught at the hub. Doctor cut hub on introducer in an attempt to deploy filter but was unsuccessful. Removed and replaced entire system with same make for successful completion of procedure.